Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A sixty-three year old female patient was treated for acutely decompensated chronic cardiomyopathy. Following initial treatment with an intra-aortic balloon pump, the patient was escalated to an impella 5.5. Following placement, it was noted that the anti-contamination sleeve was ripped at the proximal portion closest to the repositioning unit. The care team decided to dress the gap with a sterile protective piece to cover. Hemodynamic support to the patient was uncompromised. After 12 days of support, the impella controller reported several suction alarms, not compromising the patient hemodynamically, but aggravated when the patient was standing. Alarms were solved by volume therapy and the patient was successfully bridged to a heart transplantation after a prolonged off-label support duration of 36 days.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported anticontamination sleeve separation could not be determined due to insufficient clinical information and no return of the device. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Additional information received confirmed the event onset date (22-dec-2025) as initially reported. Correction(s). D1 brand name was corrected accordingly, d8 service by third party response reflected and e1 facility name and address were inadvertently omitted; all details for this section were repopulated.